Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to verify the reported issue in a video of the event. Physio-control was unable to replicated the reported issue during testing. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device unexpectedly lost power during monitoring. The users were able to power the device back on again. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.